Manufacturer narrative:
Date of event: only event year is known. Additional device product codes: hxp. Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the depth gauge for 1.3mm/1.5mm and 2.0mm screws was found damaged. The metal tip of the depth gauge was bent straight. It could no longer be used. The \procedure was successfully completed. There was no patient consequence reported. This report involves one (1) depth gauge for 1.3mm/1.5mm and 2.0mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary. Visual inspection: the depth gauge for 1.3mm/1.5mm and 2.0mm screws (p/n: 03.130.250, lot number: 9782833) was received at us customer quality (cq). Visual inspection of the received device indicated that the needle component was bent. No other device issues were identified. Device failure/defect identified? Yes. Dimensional inspection: the external diameter of the needle component adjacent to the bent portion was measured for dimensional accuracy. Specified diameter: measured diameter: confirmed. Device used ca802. Document/specification review: the following drawings were reviewed: (current drawing) and rev d (manufactured drawing). Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the device needle component was deformed and slightly bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part number: 03.130.250. Lot number: 9782833. Manufacturing site: balsthal. Release to warehouse date: jan 12, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.